Event description:
Premature number wear on anesthesia vaporizers; cause unsure level on gas mix. This is a recurring event; 4 have been replaced since the beginning of the year. A suggestion: there should be some film or coating over the numbers so they should not be able to be rubbed off so easily.